Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2013. According to the complainant, during withdrawal, when physician pulled out the pull catheter through the patient's abdominal wall, the device was torn from just above where the button was mounted. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on (B)(4) 2013: when the one step button tube was pulled out form the abdominal wall, the tube was detached at just above where the button was mounted and the detached fragment was retrieved endoscopically.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2013. According to the complainant, during withdrawal, when physician pulled out the pull catheter through the patient's abdominal wall, the device was torn from just above where the button was mounted. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). A visual examination revealed that the pull button device was separated into 2 pieces with the c-flex tubing cut/torn at approximately 7 mm from the distal end presenting striations as if cut by scissors or similar instrument. Additionally the cut ends were also ovaled as if pinched prior to failure. Approximately 28 mm of the tapered connector was cut and remained inside the c-flex tubing. The proximal end of the c-flex tubing was folded over and rolled proximally. The button, sheath, suture and red strip were intact on the distal end of the delivery system. The complaint is consistent with the returned device that the delivery system separated. Therefore, based on the event description, additional information provided and the evaluation of the returned device, the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.